Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient was not hospitalized prior to death. The cause of death was not reported. It was reported pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in 2014. Should additional relevant information become available, a follow-up report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.